Manufacturer narrative:
One non-sterile cypher us rx 2.50 x 28 was received coiled inside of a plastic bag. The stent was not received. Dried blood residues were observed on the guide wire lumen. The hub presented no damage. Crystallized saline solution was observed in the balloon. Curves were observed along the device. This condition might be caused during shipping of the unit for analysis. No other visual anomalies were observed. A functional test was performed as per IFU using a 6f guiding catheter lab sample and no resistance or impeded condition was felt during the insertion/withdrawal of the cypher us rx through the guiding catheter. During microscope analysis bumping and crimping marks were noted on the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is our intention to report conservatively when information is not available and therefore the stent dislodgement is being reported in addition to the difficulty reported inserting the cypher product in the ebu catheter. The impeded failure reported by the customer was not confirmed during the functional test and no testing could be performed with the ebu catheter to determine any contributing factors as it was not returned. The stent was not returned, however crimping marks were observed on the balloon. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the events as reported. Neither the product analysis nor the DHR review suggests that the failures could be related to the cypher us rx manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
It is reported that a cypher got stuck in a ebu 3.5 catheter. No further information was available. When the device was received it was noted that the stent was missing from the device. The reporter was not able to provide any additional information to rule out a dislodgement during the procedure.